Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that telemetry was lost multiple times was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine generator change, the device pocket required modification due to bleeding prior to implant of the new implantable cardioverter defibrillator (ICD). Telemetry with the new ICD was noted to have dropped during attempted hemostasis with the device still connected to the leads and left outside the pocket. Telemetry dropped a second time, and after 20-25 minutes telemetry with the device was completely lost and unable to be regained. After connection with the ICD was lost, the programmer base and tablet were unable to regain connection with each other using the appropriate pairing techniques. The ICD was successfully implanted. No patient complications have been reported as a result of this event.